Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a leak. There was a crack in the left hand side of the tubing. The reservoir was retained. No other adverse patient effects were reported.

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was revised due to the device leaking and no longer functioning properly. The patient had it implanted for several years but claimed that they had issues with the device after a year. Additional information received indicated that there was a crack in the left hand side tubing. The original reservoir was kept in and used. Titan touch pump and cylinders 1 and 2 were receieved for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A failure of the back pressure test and the inlet valve test was noted with the pump as the balls in the pump failed to seat properly. It was determined that foreign material was noted in the spring/ball and seat component of the pump. No functional abnormalities were noted with cylinder 1. A separation was noted on the exhaust tubing of cylinder 2 at the strain relief junction. This was a site of leakage. The surfaces appear to have crease marks adjacent to or within a confined area of abrasion, indicating the area was kinked and abrading against itself for an extended period of time. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 2 to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing at the strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. Review of the returned pump was conducted. During this review, it was concluded that the foreign material noted in the spring/ball and seat component of the pump resulted in the failure of the back pressure testing and inlet valve testing. Because these components were released according to manufacturing and quality control procedures, it was concluded that the foreign material observed most likely entered the system after the device packaging was opened. Failure of this test was not associated with the cause of the reported device malfunction. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.